Event description:
It was reported that the patient with this electrode had received an appropriate shock for ventricular fibrillation. While this shock successfully converted the patient back to sinus rhythm, their r-wave amplitude morphology measurements afterwards were noticeable low, causing t-wave oversensing. Oversensing of myopotential noise (likely muscle seizures after first shock) was also noted and this led to the delivery of four inappropriate shocks by the system. The patient was admitted to the hospital after receiving such therapy. X-ray imaging did not show any abnormalities or noticeable movement with the system, compared to where it was originally positioned and implanted. Testing of the system was unable to reproduce any noise. The system was reprogrammed and additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.